Event description:
It was reported that while the pump was charging, the pump unexpectedly shut off. The customer¿s blood glucose (bg) was 360 mg/dl. Customer's parent administered an insulin injection to address the customer's elevated bg. Parent's assistance was considered as routine diabetes care. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.